Manufacturer narrative:
.

Event description:
It was reported by service report that the scale readings were off and could not be zeroed resulting in readings which could have been inaccurate. No patient involvement or adverse consequences are reported.